Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an angiogram revealed that the valve migrated 2-4mm above the annulus. The valve was pulled to the ascending aorta using a snare through the left groin and held in place while the second transcatheter bioprosthetic valve was implanted without any complication. Both valves remain inside the patient. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.